Event description:
The patient had surgery to replace a cracked lead (see mfg. Report # 3004209178-2009-08143). Afterward she felt no stimulation sensation. It was reported the new lead also cracked and migrated. There was no known accident or incident related to the complaint. The implantable neurostimulator system was explanted. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).